Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A user facility reported following an intraocular lens (iol) implant procedure that a pt presented with hyperopic surprise and hazy vision that is bothersome. Additional information was received from the surgeon, who reported that the lens was exchanged for an unk model. The event resolved following the exchanged. In the surgeons's opinion, the device did not cause/contribute to the event.